Event description:
Caller tested 4.9 inr and 2.1 inr on professional coaguchek xs system 1 while professional coaguchek xs system 2 read 2.3 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for professional coaguchek xs system 1. (B)(4).